Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: after punctured, connected ex-tube and saline or blood leaked from the damage of tubing between the clump and the hub.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used nexiva 20ga and package label, from material number 383517, lot number 9182998. The needle set was not returned for evaluation. In addition, four photos were received. Upon visual inspection of the unit, damage to the tubing was observed approximately one inch from the nose of the straight adapter. Further investigation of the damage to the extension tubing displayed a hole in the tubing. A leakage test was performed where leakage was observed at the point of damage. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: after punctured, connected ex-tube and saline or blood leaked from the damage of tubing between the clump and the hub.